Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The available information that was evaluated. Suggests that this is not a device related incident.

Event description:
Patient revised for torn quad tendon. Tibial tray insert revised to increase thickness.